Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a normal device change. During procedure, the paint began to complain of chest pan while positioning the right ventricular lead. The physician suspected the lead had perforated the heart. The lead was not implanted. No intervention was performed for the perforation. Patient was in stable condition post operation and no longer experienced chest pain.